Manufacturer narrative:
As the medical device remained implanted, return and evaluation not possible.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of a descending thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. No issues were observed during the procedure. On february 12, 2021, follow-up imaging showed no issues. On (B)(6) 2021, the patient was emergently transferred to the institution due to the aneurysm rupture. The patient expired on this date without any additional treatment. It was reported that the cause of the rupture was unknown, as there was no issues observed during the follow-up visit on february 12, 2021. It was also reported that an endoleak (possibly distal type I or type iiib) might have existed, but was not confirmed.